Manufacturer narrative:
Analysis was performed on the returned device. The reported deformation of the guide/ sheath was confirmed based on the returned device condition. The reported sheath break was not confirmed as the sheath was returned intact. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The patient effect of tissue injury (vascular injury) is listed in the proglide instructions for use (IFU), as a potential complication associated with the use of suture-mediated closure devices. The reported difficulties appear to be related to downward or torsional pressure during device insertion or positioning. The reported patient effect of tissue injury is a known inherent risk of the procedure and the treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue.na.

Manufacturer narrative:
The additional two proglide devices with the same issue referenced are filed under separate medwatch report numbers. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in a common femoral artery was attempted with four proglide devices, using the pre-close technique, via a 6f sheath prior to a transcatheter endovascular aneurysm repair (tevar) procedure. The suture of the first proglide device was successfully preplaced. Reportedly, while attempting to preplace a second suture, three proglide devices had the guide/ sheath cracked and kinked approximately 1 cm distal to the footplate. There was tissue damage at the arteriotomy site due to the kinked and cracked guides. The sheath was upsized to greater than 8.5f and the tevar procedure was completed. The knot of the successfully preplaced suture of the first proglide device was successfully tightened. Hemostasis was not fully achieved of the large hole closure. Manual compression was applied to achieve full hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.